Event description:
It was reported that the device had error code 500.5040. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they flashed device to v9.33 for error code 500.5040. Replaced etco2 door for it get stuck. Replaced corroded left iui and broken right iui. A review of the device history record for (B)(6) was performed from date of manufacture 09/04/2014 to the present date 01/19/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to error code 500.5040 of the device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. CAPA #: ca-2018-0161 for iui conn issues.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had error code 500.5040. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn(B)(6)was performed from date of manufacture 04sep2014 to the present date 19jan2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had error code 500.5040. No patient involvement.